Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 47-year-old male patient, the device was unable to detect the attached electrode pads. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The defib pads used during the event were not returned. A review of the device log shows the device properly identified defib pads connected. However, no rescue data was recorded because a valid patient impedance was not detected (between 20-250 ohms). This is evidence of poor coupling between the patient and the electrodes being used. There were no pads-related errors or device errors detected during the event that would have prevented a signal from being detected and subsequent shocks if required. The g5 user's guide advises removing clothing, ensuring the patient's skin is clean and dry, and removing excess hair if necessary. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.